Event description:
Complainant states the surgeon reported that 6 weeks post-op, pt with swift anterior cervical plate has one 14mm slef drilling screw backing out of the plate. Surgeon is taking no action at this time. As an event of this nature can result in the need for surgical intervention an MDR is being filed.